Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned high results for 8 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c (701) module. The customer provided specific results for 1 patient sample. Based on the results provided for 1 patient, the crep2 results were discrepant. The initial crep2 result was 27.9 mg/l. The repeat result was 9.8 mg/l. The incorrect result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 322963 with an expiration date of 31-dec-2018. Calibration and qc results were acceptable. No issues were identified during a review of the customer's precision check data. The customer was not having issues with other tests. On (B)(6) 2018 the customer replaced the reagent probe and since then has not had any additional issues. Since the data provided from the customer was limited, the investigation was unable to find a definitive root cause.